Event description:
The pt called lifescan and alleged that meter was reading inaccurately high. Pt reported a result of 475 mg/dl. Pt also obtained a result of "hi". Pt reported feeling confused after testing their blood glucose. Pt went to the hosp and a lab test was performed; the result was 360 mg/dl. The pt reported a time difference of less than or equal to 10 minutes however, it is not likely that only 10 minutes would have elapsed between the time of the pt testing their blood glucose, driving over to the hosp, and then having the lab test performed. The pt was treated with insulin because of the high blood glucose result. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, both failed on the high end of the range. Based on the info supplied by the pt, there is evidence of a meter malfunction, which is due to the failed control solution tests. There is, however, no evidence of the meter malfunction, contributing to the hyperglycemia. The pt originally obtained a high glucose results. Pt then went to the hosp, where the high blood glucose results was confirmed on a lab test. A replacement meter is being sent to the pt.